Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage too high. Visual inspection of external components found power adaptor rail latch damaged. Visual inspection of internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a 48-hour run. The driver performed without issue or alarm. The customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported "beeps" on the driver was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. Damage found the power adaptor rail latch was cosmetic only and would not affect the functionality of the driver. "Beeps" on the driver are not an indication of a malfunction. There is a known phenomenon where there can be few and far between beeps unassociated with an alarm which can be caused by a slight lag in battery communication with the main board; this is normal, albeit uncommon, and does not pose a threat to patient safety or driver efficacy. No evidence of a device malfunction was found and the driver functioned as intended. No reported adverse impact to patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, patient's caregivers were concerned that intermittent, singular beeps were coming from the freedom driver not associated with any visual alarm and occurring every couple of hours. No reported adverse impact to patient.

Event description:
Per hospital staff, patient's caregivers were concerned that intermittent, singular beeps were coming from the freedom driver not associated with any visual alarm and occurring every couple of hours. No reported adverse impact to patient.